Manufacturer narrative:
Unit alarmed a35 during rewind due to motor high current draw. Unable to perform displacement test due to motor anomaly. No cosmetic damage noted. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A sales order was created for receipt of an insulin pump.